Manufacturer narrative:
The reported lot number (2000410210) is not a valid lot number. Because a valid lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A decontaminated sample was received at the plant for the investigation. Upon a visual and functional evaluation of the sample, the reported issue was confirmed; there was leaking between the cross spike and the tubing line. As part of continuous improvements, a corrective action has been opened. These actions will be designed to prevent the re-occurrence of the reported issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device was leaking from around the purple spike connector to the bag. There was no patient injury.